Event description:
It was reported that an air bubble could not be removed. A metriq irrigation tubing set was selected for use with the irrigation pump; however, the air bubble could not be removed during preparation prior to patient use. The exact location of the bubble was unclear, and no error messages were displayed when the issue occurred. The procedure was successfully completed using another of the same device. No patient complications were reported. The device will not be returned as it was discarded in the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.